Event description:
Caller reported that pump quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no reported adverse impact to the customer¿s blood glucose level. Caller was instructed to ensure the pump was not connected to a power source and to apply firm pressure on the button, which resolved the issue, and caller confirmed the button was working as intended.